Manufacturer narrative:
(B)(4). Sv 2.3a. On (B)(6) 2021, customer returned pump for an alleged corroded battery tube. Insulin pump received with multiple cracks on the case. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Insulin pump received with corroded battery tube, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack in the battery compartment. Customer stated that the battery was with a white dirt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.